Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain and shortness of breath. There was suspected right atrial (ra) lead intermittent oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.